Event description:
It was reported that the device had a motor rate error and physical damage to plunger head. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of motor rate error failure. Event logs confirm customer complaint. No previous service was noted in the last 12 months. Able to confirm customer complaint with onboarding testing. The device was repaired by replacing the clutch assembly, top case, plunger case and replaced missing battery. The device was validated using the onboard performance verification test, and the pump passed all validation tests.